Event description:
It was reported that the ipg was no longer working as intended after receiving the end of service message. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively and the explanted ipg was kept by the medical facility.